Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one with a fracture'), embedded device ('bilateral devices in the uterine side walls'), endometritis ('endometritis') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine fibroids and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems nos"), urinary tract disorder ("bladder / urinary problems nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, endometritis, ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, cystitis, device breakage, ectopic pregnancy with contraceptive device, embedded device, endometritis, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for bleeding and bladder/urinary problems left: ½ coil insert, right: 1 coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2020: bilateral devices in the uterine side walls. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, medical history, lab data, removal details added. Events: endometritis, bilateral devices in the uterine side walls, one with a fracture added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one with a fracture'), embedded device ('bilateral devices in the uterine side walls'), endometritis ('endometritis') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adenomyosis, uterine fibroids and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems nos"), urinary tract disorder ("bladder / urinary problems nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, endometritis, ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, cystitis, device breakage, ectopic pregnancy with contraceptive device, embedded device, endometritis, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for bleeding and bladder/urinary problems. Left: ½ coil insert, right: 1 coil visualized. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2020: bilateral devices in the uterine side walls. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, endometritis lot number: 740651 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. Event: device ineffective added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in a female patient who had essure (batch no. 740651) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems nos"), urinary tract disorder ("bladder / urinary problems nos"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, cystitis, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for bleeding and bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case became valid and serious incident. Previously reported event of injury updated to pain. Essure lot number added. Product information updated. Events added to case bladder disorder, cystitis, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.